Manufacturer narrative:
(B)(4). Medical assessment: (B)(4) 2010: port side leakage is in general a function of surgical closure and intraabdominal pressure, and can be triggered by any intraabdominal liquid instillate. The allergic reaction is potentially related to the use of adept (previously undetected corn starch derivative allergy). No further investigation or retraining required. For patient, an allergy screening (specifically corn starch) is advisable. (B)(4). The instructions for use indicates that adept should not be used in patients with a known allergy to starch (under the "contraindications" section).

Event description:
Patient had boils, puffy skin, after it was drained out. Redness, 12 blisters, all around the area. Additional information received on (B)(4) 2010: the patient underwent a laparoscopic left salpingo-oophorectomy. Two - three days po, the patient complained of feeling itchy inside her abdomen and fluid leaking from her port holes. She was seen by the physician on call and prescribed antibiotics for what appeared to be a low grade wound infection. The patient was seen by the physician yesterday and urticaria was clearly demonstrable at all port sites and where fluid had leaked out. The physician prescribed prednisone and discontinued the antibiotic therapy. The patient is doing fine and signs of allergic reaction are dissipating. The only known allergy the patient has is to tegaderm dressing.